Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date. Customer's qc charts show all three levels of br monitor qc have been within the customer's established ranges. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxi 800 access immunoassay system generated a br monitor result above the normal reference range for one (1) female patient. The result was reported out of the lab and questioned by the clinician. Subsequent testing on an alternate methodology produced a lower, discordant result that matched better with the patient's clinical picture. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.